Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the bolus feature did not register a bolus. The customer's blood glucose reading was 180 mg/dl at the time of incident. The customer declined troubleshooting but was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced. The customer indicated that he would not return pump and would continue to use it.

Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self-test, error test and off no power test. No excessive no delivery alarm noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected screen keep flashing on and off noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corner, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.